Event description:
During an anterior cruciate ligament (acl) procedure utilizing the fast-fix 360 curved ndl delivery sys, it was reported that the sutures did not deploy correctly. The physician used another fast-fix 360 curved ndl delivery sys to complete the procedure. The t1 suture from the initial device was left behind in the joint capsule unsupported. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: two unused fast-fix 360 curved ndl delivery sys were returned for evaluation of the reported complaint mode, ¿would not deploy correctly¿. The device in question was not returned and as a result, the reported complaint cannot be confirmed. The two unused devices were tested in a rubber meniscus model and found to deploy as intended. No root cause related to the manufacture of the devices could be established. No further investigation is warranted at this time. (B)(4).